Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H10 additional narrative:

Event description:
Additional information received indicated that there was no surgical delay, no significant poly wear, no mention of malposition or undersizing of implants, and no suggestion of over resection. It was just believed that the lateral collateral ligament had stretched out or been a little compromised from a non-surgical related event.

Event description:
It was reported that the patient was dealing with chronic pain and swelling from his primary knee surgery. There were no implant loosening or suggestions of any kind of problem with a depuy product. Patient also had a little laxity with his lateral collateral ligament which caused some instability. The surgeon revised his knee to revision components for a more constrained poly liner. Doi: (B)(6) 2020. Dor: (B)(6) 2021. Right knee.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.